Event description:
"The aim plus was programmed by the homecare nurse during the morning visit and the pump was started. The nurse could not specify the prescription and the programmed therapy but states that the pump started infusing as it should do. The pt was receiving desferal subcutaneously and realize the pump was not infusing the medication late in evening when it was programmed to. The nurse was called and had to go for an additional home visit to clarify the situation. The pump was not infusing the medication, no alarms and no messages were displayed on the pump when she arrived for the home visit. The nurse verified the program and wanted to start the pump by pressing start. The pump would not start despite many attempts. The nurse attempted to press the purge button and this function would not work either. The nurse then removed the IV cassette and pulled on the tab that reads 'do not remove' and remove that tab, reinserted the cassette into the pump and press 'start'. The pump started infusion and no further incidents occurred following this intervention." The reporter indicated that the dose was partially missed but there was no reported adverse pt effects.